Manufacturer narrative:
Examination of the production records of the involved device did not reveal a deviation that may have contributed to the reported case. Breakage of such reduction device ("whirly bird") may occur during operation if excessive lateral force is applied. Device was not available for the manufacturer.

Event description:
During implantation of a piccolo composite distal femur plate, a reduction device (surgical instrument) broke. The physician removed the broken tip from the bone.